Manufacturer narrative:
Correction : please retract this report 2017865-2024-03705. The event was determined to be non-reportable as the helix mechanism issue due failure to extend helix was noted after insertion into the patients body.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.